Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads , upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and paddle lead were kept by the facility and will not be returned.